Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was due to the patient not washing their hands well and further described as a "sanitation problem" (not further specified). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (dose, frequency, and route not reported). On an unreported date, the patient was retrained in proper aseptic technique. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event and extraneal/physioneal therapies were ongoing. No additional information is available.